Event description:
Additional information was received from the patient. Patient called back and repeated information previously noted. Patient stated since their knee surgery their symptoms have gotten to the point they were at before ins. Patient did not attempt to connect to ins since surgery. Patient was able to connect to ins during the call and therapy was on. Reviewed stimulation expectations and adjustment options. Patient increased stimulation. Redirect to hcp if issue persists

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they had a total knee replacement surgery yesterday and informed the hcp's present they had the interstim implant. The anesthesiologist gave patient a spinal injection and said they would not come into contact with the interstim system. However patient was concerned they may have because today its as if they lost all settings and wet themselves 3 times in the last 2 hours and can't hold anything in. Patient asked if it was possible for the injection to wipe device settings. Reviewed electrocautery considerations and potential for a por which could have caused loss of therapy settings. Patient did not have their programmer with them at the time of the call. Patient will check with their programmer when they get home and follow up with managing physician's office for possible device check. Patient also mentioned their amplitude was set at 6.4 and ps reviewed ins battery longevity expectations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.